Manufacturer narrative:
An event of residual shunt was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, one video was received for analysis. Based solely on the aforementioned media, there did appear to be residual leak around the implanted device. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 6/4mm amplatzer duct occluder was implanted intraductal. During procedure, echo showed residual leak. No patient symptoms were reported. On (B)(6) 2021, follow up transesophageal echo (tee) showed continued residual leak. Therefore, on (B)(6) 2021, the occluder was explanted because it did not provide adequate occlusion. The patient was referred for surgical closure. The patient was reported to be in stable condition.